Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a request was made to have technical services (ts) review the presenting electrogram (egm) for this right atrial (ra) lead. Ts reviewed and observed there was possible loss of capture (loc) and oversensing of a non-physiological noise resulting in inappropriate atrial tachy response (atr) episodes. Ts suspects a possible lead issue but has not been confirmed. Ts provided reprograming options. This ra lead remains in service. No adverse patient effects were reported.